Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter name and address: (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/15/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 04/03/2015 with the following findings: on investigation, the alleged display issue was duplicated. The pump powered up to a dim and discolored display screen. Auditory and vibratory features were operational. No tactile issues were found with the buttons. Unrelated to the complaint, the battery compartment was cracked from the threads area down through the grip pad and at the case seal. The threads on the returned battery cap were stripped. The returned cap was unable to tighten properly onto the pump. Using a test cap the pump powered on properly.